Event description:
As the nurse was connecting the IV tubing with extension to a newly started IV catheter, fluid started leaking at the junction nearest to the IV. Blood from patient started backing up and leaking out the hole. No patient injury.